Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device, performed a service history review (shr) and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device log, or shr. The assignable cause of the iipv was: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Iipv identified in patient therapy log on (B)(6) 2010 at 11:54 with ultrafiltration of 64 ml during cycle 4. This drain volume meets baxter's iipv criteria. There was patient involvement, but no patient injury or medical intervention was reported.